Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt reported a loss of stimulation. At f/u the physician noticed that the cause was lead dislodgement. After repositioning the lead, an impedance test was performed which showed all impedances were high (>4000 ohms). The physician replaced the lead with a new octapolar lead and the stimulation was successful again. The pt outcome was ok following the replacement.